Manufacturer narrative:
The customer service engineer observed a small leak of hydraulic fluid in a ptfe hydraulic fluid return hose in the control panel for the ort100 table. The leak did not impact function of the table's hydraulic system. The hose was observed to have some damage consistent with it being impacted or smashed, and a prior preventive maintenance three months before this observation did not observe any damaged hoses or hydraulic fluid leaks. The ptfe hose was replaced and the table was tested to verify function.

Manufacturer narrative:
A follow-up report will be submitted once cause has been established.

Event description:
The operating room table was reported to be leaking hydraulic fluid.